Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2016 (reported as last year). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The consumer reported that the peritonitis was caused due to "catch a cold", (no further detail was provided). On an unknown date in the same year as onset, the patient was hospitalized for the peritonitis. On an unknown date in the same year as onset, the patient began treatment for the event with unspecified anti- inflammatory drugs by infusion (doses, frequencies, and routes were not reported). Five days prior to the end of the year the patient was discharged from the hospital. On an unknown date, the peritonitis was resolved and the patient was recovered. On an unreported date, dianeal therapies were discontinued (during hospitalization) and the patient was switched to hemodialysis. No additional information is available.